Event description:
During follow-up, noise resulting in oversensing was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.